Event description:
It was reported that the patient presented in the operation room for a generator change. During the procedure, the physician failed to loosen the set screw on the pacemaker to disconnect the right ventricular (rv) lead, and the physician decided to cut the rv lead from the pacemaker. The pacemaker was explanted and replaced with an alternate pacemaker. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to loosen the ventricular setscrew on pacemaker to remove the right ventricular (rv) lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset on the pacemaker and preventing the wrench from engaging the setscrew inset to untighten the setscrew. Hence, the wrenches cannot penetrate the calcified blood and it could only stripped the portions of the inset it comes in contact with. The calcified blood was removed from the setscrew inset during analysis, and wrench could be fully inserted into the setscrew inset and untightened the setscrew without any anomalies. The lead could be removed from the connector successfully. The cause of the reported event was due to the blood came through the holes that punched through the septum of the pacemaker by the torque wrench at time of implant.